Manufacturer narrative:
(B)(4) was coded to capture the allegation that the pump "exploded/solidified" in the patient's stomach, and a piece of the pump was left in the patient's stomach.

Event description:
Information was received from a consumer regarding a patient who was receiving intrathecal unknown baclofen and dilaudid at an unknown concentration/dose/frequency via an implantable infusion pump for non-malignant pain. It was reported the patient had issues with her pump therapy. The patient no longer had the pump. The patient's husband told her she was being aggressive. The pump had eroded and exploded in her stomach in (B)(6) 2015. The patient did not really know exactly stating maybe exploding might be the wrong word stating it just solidified in the healthcare providers (hcps) hand and had to hurry and clean out the patient's gut during explant surgery. It was noted there was still a small piece of pump left in her stomach located in the adhesion and also part of the catheter along the spinal column. The patient did not remember the last three months. The patient had gone septic three times since (B)(6) 2015. The patient wanted to know how something like that meaning the pump that was titanium could dissolve and crack open or blow open or explode. The patient wanted to know how something could do that and caused an abscess where they had to drain out 5 vials of pus. It was reported it had messed her up. It was a surgeon who removed it, but did not know the specific surgeon who removed it. The patient did not have any falls, trauma, etc. The patient did not have adhesions on that side of her body and the reason that was put on the right side lower left quadrant. The patient had gram negative 2 in her blood and they had to send it off to see what was causing it but did not know where it was sent. The patient wanted to know if she was going to be okay and not die. The patient had an underlying disease that was going to take her anyways and the reason she wanted to find out if she was going to be okay and live. The reporter was to follow up with the hcp and the patient had a follow up on 05/24/2016. The reporter stated what she "remembered and what she was told and did not remember much." The patient was redirected to a surgeon to better understand what occurred with the pump and if all was okay. Other medications the patient was taking at the time of the event and medical history were not reported. Additional information was received that the hcp did not have any information about the explosion/erosion of the pump. The cause for the explosion/erosion and sepsis was unknown. It was also unknown if any troubleshooting or diagnostics were performed related to the issues. It was noted the sepsis was treated in the hospital, but the details about the treatment or the hospital was unknown. It was noted the patient had gablofen and dilaudid in the pump.

Manufacturer narrative:
Concomitant products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: urinary implantable pulse generator. Product ID: 3889-28, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: urinary lead. Product ID: 1808062, lot# rexa1258, implanted: (B)(6) 2013, product type: implantable port. Product ID: 71421015, lot# 11hm00457, implanted: (B)(6) 2011, product type: knee system femoral component. Product ID: 71453246, lot# 11cm06540, implanted: (B)(6) 2011, product type: knee system articular insert. Product ID: 71420566, lot# 11hm08297, implanted: (B)(6) 2011, product type: knee system patellar component. Product ID: 71420164, lot# 11ht09400, implanted: (B)(6) 2011, product type: knee system tibial baseplate. Product ID: 00-1113-140-01, lot# 72324257, implanted: (B)(6) 2011, product type: bone cement. Product ID: 00-1113-140-01, lot# 71774268, implanted: (B)(6) 2011, product type: bone cement.

Event description:
Additional information was received regarding the event and the patient's medical history. On (B)(6) 2015 the patient had an infection and the baclofen pump was removed. Estimated blood loss was less than 50 ml. The preoperative and postoperative diagnoses were infection of intrathecal and subcutaneous drug infusion pump. There was gross total removal of dilaudid and baclofen drug infusion pump with extensive washout and debridement of wound. General anesthesia was used. The patient presented with gross evidence of cellulitis and infection. She was brought to the operating room for removal and debridement of the wound. After general anesthesia, the patient was placed in a lateral position with the left side down, exposing both the abdominal and low back areas where the previous skin incisions were created to implant the pump. Both incisions opened in the usual fashion and a grossly infected subcutaneous pocket was encountered where the pump itself was located. The infection did not seem to track back to the dorsal lumbar area. The drug infusion pump and catheter were disconnected from each other and removed completely. The entire intrathecal catheter was removed. The wounds were then extensively washed out and debrided. The wounds were closed in the usual fashion and sterile dressings were applied. The patient was extubated in the operating room and transferred to the recovery room in stable condition. There were no complications. Reported relevant medical history: the patient had a history of refractory urinary urgency, urinary retention, and neurogenic bladder. Urodynamic studies were performed on (B)(6) 2012 in the standard fashion and the patient was unable to void or uroflow. The patient fell asleep on commode. She spent half her time in the bathroom and often fell asleep trying to urinate. The patient was catheterized for 130 milliliters (ml) clear, yellow urine. A cystometrogram was performed: first sensation 725 ml, first desire 904 ml, maximum cystometric capacity 1166 ml, total infused volume 1166 ml. There was no uninhibited detrusor contraction and no bladder pain. Micturition results were: detrusor pressure at maximum flow (pdet at qmax) 5 centimeters (cm)/h20, abdominal pressure at maximum flow (pabd at qmax) 92 cm/h20, vesical pressure at maximum flow (pves at qmax) 97 cm/h20, maximum flow rate 2 ml/second (sec), flow time 49.0 sec, voided volume 75 ml, residual 1125 ml. The electromyogram (emg) was non-coordinated. An indwelling foley catheter was placed and connected to a leg bag with plans to follow-up the next week. The patient was distraught and didn't "feel like a woman anymore," "it's just one more tube," and she "didn't want to live any longer." The cystometrogram demonstrated an underactive detrusor. Sensation was reduced. Pressure flow studies demonstrated a low flow pattern, straining voiding pressures, appropriate electromyogram, and incomplete bladder emptying. Provocative studies showed evidence of no incontinence. The patient's interstim neurotransmitter was replaced on (B)(6) 2012. Impedances were checked and noted to be within parameters. The patient was taken to recovery in stable condition, where complex programing of the unit was performed. On (B)(6) 2013 the patient had cystoscopy with placement of suprapubic tube. The urethra was noted to be normal and the bladder was drained and refilled. The ureteral orifices were normal in size, position caliber, with clear efflux from both. There were no suspicious legions noted at the base, the back wall, the lateral wall, or the dome. The catheter placed and seen to be in excellent position in the bladder. There was no bleeding noted. The bladder was drained, the cystoscope removed, and the patient was taken to recovery in stable condition. The patient had a port infection as of (B)(6) 2013. The patient had recently been admitted to the hospital with sepsis due to urinary tract infection. At the time she was noted to be bacteremic with an infected port-a-cath. The port was dissected around mobilizing from fibrotic tissue. The port was removed and the tip was sent to culture. There was no pus around the port, no inflammatory changes, and no complications. Estimated blood loss was less than 10 cubic centimeters (cc). The patient had a peripherally inserted central catheter (PICC) line for use and blood cultures had been negative. A port-a-cath was inserted with left cephalic cutdown approach on (B)(6) 2013 due to poor venous access. Estimated blood loss was 5 ml and there were no apparent complications. Urodynamic studies were performed on (B)(6) 2013 in the standard fashion. The patient arrived with a suprapubic catheter attached to drainage bag. Urodynamics done by a water-based technique utilizing the existing suprapubic tube. A cystometrogram was performed: first sensation 150 ml, first desire 300 ml, maximum cystometric capacity 400 ml, total infused volume 400 ml. There was no uninhibited detrusor contraction and no bladder pain. Micturition results were: detrusor pressure at maximum flow (pdet at qmax) 26 centimeters (cm)/h20, abdominal pressure at maximum flow (pabd at qmax) 26 cm/h20, vesical pressure at maximum flow (pves at qmax) 52 cm/h20, maximum flow rate 33 ml/second (sec), flow time 27.66 sec, voided volume 445 ml, residual 5 ml. The electromyogram (emg) was non-coordinated. The patient was instructed to plug suprapubic catheter as much as possible and void on own. The patient was instructed to unplug catheter and attach to leg drainage bag if difficulty voiding or increased residual. The cystometrogram demonstrated normal compliance and normal detrusor function. Sensation was normal. Pressure studies demonstrated normal flow pattern, low voiding pressures, appropriate electromyogram, and adequate bladder emptying. Provocative studies showed evidence of no incontinence. On the same date the suprapubic tube could not be removed or changed by nursing. The tube was removed by the physician with moderate difficulty and an 18 french latex suprapubic tube was inserted with clear return of urine. The patient tolerated the procedure well. There were no complications and the patient was discharged in stable condition. On (B)(6) 2013 the patient was evaluated for nausea and vomiting. An esophaogastrostomy and biopsy were done with no complications. The postoperative diagnosis was status post roux-en-y gastrojejunostomy. Endoscopy had no significant findings within the small residual portion of the stomach. The small intestines were entirely unremarkable and the esophagus was normal. The endoscope was withdrawn and the patient was in stable condition. The findings were "probably insignificant" a colonoscopy was done the same day with evaluation for history of colonic adenoma and chronic diarrhea. The postoperative diagnoses were rectal polyp and rule out microscopic collagenous colitis. A colonoscopy with terminal ilium cannulation and biopsy were performed. There were no complications. Retroflexion in the rectal vault demonstrated a few diminutive hyperplastic-appearing polyps removed with forceps technique. There was also slight prominence at the dentate line, more on the squamous epithelial side, which was biopsied, probably presenting small mucosal prolapse or hypertrophy. There was selective specimen labeled biopsy of anorectal junction. The patient was taken to the recovery room in stable condition. Chronic diarrhea was probably related to gastric bypass surgery, but microscopic colitis was excluded. There were no signs of definite colonic adenomas. The patient had urinary retention on (B)(6) 2015 and a cystoscopy with placement of suprapubic tube was performed. The catheter placed and seen to be in excellent position in the bladder. There was no bleeding noted. The bladder was drained, the cystoscope removed, and the patient was taken to recovery in stable condition. A left side central venous catheter (cvc) was placed. There were no complications and the tip of the port was sent for culture.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8731, serial# (B)(6), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported a pump and delivery failure that resulted in pain and explant surgery on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.